Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Patient information is not available. No parts returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the registration appeared to be accurate, but once navigating, accuracy seemed to be off. The left was medial and the right was lateral. All of the screws appeared to be placed accurately in the confirmation scans and the advanced accuracy test passed after the procedure. The system only appeared to be off when dropping navigated instruments through the arm. The trajectories were between 3.5 mm and 10 mm deviated on navigation. The screws were accurately placed according to plan, but instruments were deviated in navigation only. There was no patient harm and the procedure was not delayed.